Event description:
It was reported by the patient that when they were in the clinic, it was noted that there was ¿something about a lead¿ that the physician would continue to monitor. The patient also reported that they could feel their pulse drop down to 35-36 bpm while they are sitting in a chair and then it will go up to 75 bpm after getting up and walking to the kitchen. The patient noted that the same thing happened when going to bed. The patient felt their heart rate drop and then their heart would feel heavy in their chest but with no pain. The patient noted it was like the heart was struggling to push fluid through and then they would fall asleep. When waking in the morning, the heart rate was back to 75 bpm. The patient reported that their blood oximeter used to show a normal reading but now they see a vertical peak up and then a vertical peak down, and then two up.  The patient noted that it also looked irregular on the spouse¿s phone. Follow up with the physician indicated the issue with the lead the patient was referring to was low right ventricular (rv) lead impedance. There was no reprogramming or intervention and the lead will continue to be monitored. The physician also noted the patient's symptoms were not related to a lead or device issue. The cardiac resynchronization therapy defibrillator (crt-d) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459888, lead implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2016. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.